Event description:
The patient reported the menu button on her insulin infusion device began working intermittently about a week ago. She stated one side of the menu button is stuck in the down position. She said the device has not been dropped or exposed to water. She stated she used to push buttons with her fingernail but now uses her finger pads. The patient was advised not to use sharp objects to push buttons. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.